Event description:
Inspiratory connection to ventilator was connected to expiratory port on ventilator. Pt proceeded into cardiac and respiratory arrest. Resuscitation was successful. Ventilator was originally connected correctly by respiratory therapy technician. The connection became dislodged and was reconnected incorrectly by radiology technician.